Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 06/30/2016. Visual examination finds the patch to be contaminated with the positioning straps separated from each other indicating the mesh was handled. The pdo ring was completely intact and totally encapsulated within the mesh containment sleeve. The monofilament (thread) is visible and the sewing holes are present in the eptfe, confirming the device went through the sewing process. The mesh containment sleeve was found to be partially separated from the mesh. It is possible that the inner sew line holding the ring may not have caught the ring during the sewing process. The sew not catching the ring may have caused the ring partially separate from the mesh layers. A review of the returned sample confirms that there is no break in the absorbable ring as was initially alleged. A customer product complaint form was received with the sample and states the ring that keeps mesh in place was loose, which is more accurate to the found condition of the returned sample. At this time no definitive conclusions have been made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on (B)(6) 2017 the surgeon opened a bard ventralex hernia patch for a case. As reported when the package was opened it was noted that the "absorbable ring broke or was broken." Another bard ventralex hernia patch was used to complete the procedure. There was no injury to the patient.